Event description:
It was reported that the patient presented to the hospital remotely for a follow up on (B)(6) 2023. During examination, it was noted that the right atrial (ra) lead was under-sensing signals and had p-wave sensing issue. Programming changes were not performed. There were no adverse consequences to the patient.